Manufacturer narrative:
Product complaint #(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Visual analysis of the returned samples determined that unopened samples of product code 8695g were received for evaluation. Visual inspection of the unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength with knot force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. Additional information was requested, and the following was obtained: how many sutures broke during this single procedure? 3 sutures. How many sutures pulled off of the needle during this single procedure? 1. Was the needle that fell into the patient's mouth removed during the initial procedure? Yes. Was the needle that fell into the patient¿s mouth retained in the patient¿s tissue? No. What was the size of the needle used? P3 needle. The following information was requested, but unavailable: if retained, what is the location of the retained needle? X. If the needle piece is retained, are there plans to remove it? X. Events were submitted via: 2210968-2021-03447, 2210968-2021-03448, and 2210968-2021-04427.

Event description:
It was reported that a patient underwent a gingival graft on (B)(6) 2020 and suture was used. During the procedure, the wire broke. There were no injuries or adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/10/2021. Additional information: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.